Manufacturer narrative:
Date sent to the FDA: 03/22/2023 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 03/22/2023 corrected information: d1 (brand name), d4 (catalog, UDI).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain and discomfort.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.